Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed battery out limit during normal use. Customer was instructed that the battery cap might be loose and a replacement was sent. Customer was assisted on clearing the alarm. During troubleshoot; the customer disconnected, removed the reservoir and rewinded the insulin pump. Time, date and fixed prime was reprogrammed. Blood glucose is 117 mg/dl. Nothing further reported.